Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to ipg temperature. Inadequate stimulation coverage was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.